Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 23rd distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 70-80% stenosis located in the mid rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated using a 2.00x12mm sprinter legend balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used. It was reported that the stent failed to cross the lesion due to its high calcification. The lesion was pre-dilated again using a 2.0x1.2mm nc euphora balloon. The procedure was completed using a 2.25x2.6mm resolute integrity stent. The patient is reported to be alive with no injury.